Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was septic due to infection. The patient was treated with antibiotic. The implantable cardiac defibrillator system was explanted. The patient was stable post procedure.